Event description:
It was reported that during testing at the manufacturer facility, the device overheated and paint chips were missing from the device. There were no adverse consequences related to this event.